Manufacturer narrative:
The product involved in this event has not been returned to allow for an analysis to be performed.

Event description:
Per maude database: infant taken to radiant warmer and pulse ox applied. The masimo machine never picked up despite changing boxes and probe. At 7 minutes of life infant connected to the radiant warmer and a reading was immediately displayed. Manufacturer response for masimo pulse oximeter, (brand not provided) (per site reporter). User facility report number (B)(4). No patient impact or consequences were reported.